Event description:
During a coronary stenting treatment procedure, the express2 monorail balloon ruptured at 8 atms on the initial inflation. Despite the burst of the proximal end of the balloon, the stent was successfully deployed. The lesion being treated was a 70% stenotic lesion in an unspecified coronary artery. No pt injuries or complications were reported. Pt status is reported as 'doing well'. Additional information has been requested regarding this event.